Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14565. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein one lead was explanted and replaced, and an additional lead was added. Effective therapy was established. Note: it is unknown which lead was liable, as such both leads are being reported.